Event description:
It was reported that a user of the ilet bionic pancreas experienced unexplained high blood glucose while using a teflon inset 6 mm 23-inch infusion set; after a supply change the high resolved, followed by a low blood glucose later the same day. Investigation included complaint intake, troubleshooting, and user education. Further investigation of this case revealed no identifiable device malfunction and a cause that remained unclear. Symptoms included hyperglycemia and subsequent hypoglycemia treated with oral glucose. Outcomes included transient impact on glucose control without hospitalization. It was concluded that, based on previously established findings for similar reports, the event was user-reported hyperglycemia followed by hypoglycemia with indeterminate cause and resolution after supply change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.